Event description:
It was reported that a female patient underwent a breast surgery with implantation of an unknown mentor smooth gel breast implant prosthesis. Post-operatively, the patient reported she became ill, which included many symptoms such as hair loss, chronic fatigue, liver inflammation, chronic joint/muscle pain, night sweats, chills, feeling of choking, chest (heart) pain, heart palpitations, low libido, acne, dry itchy scaly skin, dry mouth, dry eyes, pain in breasts, food intolerances, and gallstones. As a result, the patient underwent removal on (B)(6) 2021. After removal, it is reported that the patients symptoms have improved. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Refer to manufacturing report number 1645337-2022-01420 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted on the reported device, and a device malfunction cannot be confirmed. Although, a image was provided of the device and a visual evaluation was conducted. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted on the reported device, and a device malfunction cannot be confirmed. Although, a image was provided of the device and a visual evaluation was conducted. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an unknown mentor smooth gel breast implant prosthesis. Post-operatively, the patient reported she became ill, which included many symptoms such as hair loss, chronic fatigue, liver inflammation, chronic joint/muscle pain, night sweats, chills, feeling of choking, chest (heart) pain, heart palpitations, low libido, acne, dry itchy scaly skin, dry mouth, dry eyes, pain in breasts, food intolerances, and gallstones. As a result, the patient underwent removal on (B)(6) 2021. After removal, it is reported that the patients symptoms have improved. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Refer to manufacturing report number 1645337-2022-01420 for the contralateral event.

Manufacturer narrative:
On february 14, 2022, mentor received the lot number for the device implant. Mentor determined that the device was manufactured in leiden, netherlands. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. As a result, no further reports will be sent manufacturer site phone: (B)(4). Manufacturer site fax: (B)(4). Manufacturer¿s reference number: (B)(4).